Event description:
The customer contact reported the device did not deliver. The device was returned to the clinical engineering dept with a report that stated, "code sepsis pt. Triple pump asset # 524430 had both channels 1 and 3 not working. Pt needed multiple fluid boluses and was an equipment failure." No specific pt info, device programming, or event details were provided. However there were no reports of any adverse pt effects. Multiple unsuccessful attempts have been made to obtain additional info, including specific event details, pt outcome, and if any medical interventions were required.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.